Event description:
It was reported that during a da vinci-assisted general surgical procedure, the 8mm maryland bipolar forceps instrument insulation had a visible char mark towards the back of the jaws. The procedure was completed using another instrument of the same kind with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and nothing was out of the ordinary. No arcing was observed. The instrument and cords were connected properly. The integrated electrosurgical unit (iesu) or erbe was set at cut: 4 and coag: 4. The instrument tips did not collide with any other instruments or tool during procedure. No injury to the patient occurred.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting on bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.